Manufacturer narrative:
The service rep repaired and replaced the ps3 power supply, verified proper vertical column movement up and down, verified proper system operation, and instructed operator in new operation of power supply's lifting and lowering of c.

Event description:
The customer reported a problem with the vertical column. No pt injury was reported.